Event description:
A caller, calling on behalf of a customer, reported the customer's adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Caller further reported that on (B)(6) 2013, customer experienced dizziness, feeling tired and was vomiting. Caller also noted that for approximately 20 days prior to calling, the customer noted a wound ("pimple") on his foot that was getting larger. Customer self-presented to a local healthcare facility where a reading of greater than 400 mg/dl was received. Customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. Customer also had his foot wound cleansed and received zosyn (piperacillin/tazobactam) an antibiotic, via intravenous infusion. Customer denied self-treating. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The serial number of the meter is unknown. Therefore, the date of manufacture is unknown. The date listed, is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.